Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint lcd monitor breaks down after a few minutes, with the power turning off was confirmed. Based on the results of the investigation, it is likely that the event occurred due to the faulty g1 board. However, a definitive root cause of the event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the high definition lcd monitor breaks down after a few minutes, with the power turning off. This issue occurred during the receipt inspection. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.